Manufacturer narrative:
UDI (B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), when attempting to deploy the valve 29mm sapien 3 valve by tf approach in aortic position, the commander delivery system balloon did not inflate due tear in the balloon. The valve was retrieved back into the sheath and all devices were removed without issues. Afterwards, a second valve was successfully implanted. No patient injury occurred and the patient was doing well post procedure. The native valve was moderately calcified, and the annulus was 26.6mm (perimeter derived). The balloon was intact during prepping. There was a leak at the inflow of the balloon, and no balloon filling was possible and the valve remained stable on the balloon. The valve could even be retrieved back into the sheath which made it possible to remove everything with the sheath.

Manufacturer narrative:
The commander delivery system was returned after being used in the procedure to edwards lifesciences for evaluation, inserted through the full loader assembly and esheath. No flex and minimal fine adjust was used. There was a kink at the proximal end of the balloon shaft due to return device packaging. No imagery was provided for review. The delivery system was visually inspected. The crimp balloon is torn adjacent to inflation to crimp (I/c) bond (separated). There was flex tip gouges seen. There were exposed struts through valve skirt. The sheath liner was expanded normally with minor distal tip damage. Due to the returned condition of the device (balloon torn), no relevant functional testing could be performed. However, the complaint was confirmed based on visual inspection of the device. Double wall thickness of the crimp balloon proximal to the observed separation was measured. The crimp balloon double wall thickness was found to be within specification. A review of lot history for the related work order revealed no similar complaints related to ¿balloon ¿ torn¿. Complaint data for the previous 12 months was reviewed (may 2018 through april 2019) for the commander delivery system (all models and sizes) revealed similar complaints. No manufacturing non-conformances that would have contributed to the complaints were identified during the investigations. Available information suggested that the tears may have occurred during valve alignment and could be attributed to patient/procedural factors. A review of complaint data for april 2019 revealed that the complaint rate has not exceeded the control rate for the applicable complaint trend category. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to this complaint. During the manufacturing process, the entire delivery system is visually inspected and tested several times. Additionally, the work order underwent product verification testing as a requirement for lot release. Lot samples were taken for testing. Of note, no failures occurred during product verification testing and the lot was released. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaints. The instructions for use (IFU), prepping manual, and training manual were reviewed for instructions involving the commander preparation and procedure. No IFU/ training deficiencies were identified. A balloon torn was confirmed upon device evaluation. However, no manufacturing non-conformances were identified in the returned sample. A review of lot history, complaint history, DHR and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the event. A review of IFU/training materials revealed no deficiencies. Per the case notes, ¿the balloon was intact during prepping,¿ which suggests that there was no issue with the device out of box and that the reported complaint event occurred during the procedure. Potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment. If the physician performed valve alignment in a tortuous anatomy, it may have resulted in increased forces being applied to the bond area. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces and can potentially weaken the bond between the inflation balloon and crimp balloon. The flex tip gouges observed during visual inspection is indicative of some level of non-coaxiality of the valve against the flex tip. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a weakening of the inflation and crimp balloon bond. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Although a definitive root cause is unable to be definitively determined; available information suggests that patient (tortuosity) and/or procedural (valve alignment in non-straight section/residual fluid) factors may have contributed to the complaint events. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since a product non-conformance was not confirmed in the returned complaint sample, and the occurrence rate did not exceed the complaint control limits, neither a product risk assessment (pra), nor preventative or corrective actions are required at this time.   However, a product risk assessment was previously initiated per management discretion to investigate the balloon torn issue and its associated risks. No IFU/training material deficiencies were identified. Regardless, edwards decided to proceed with including additional information that currently exists in the training manuals, into the IFU ¿instructions for use¿ for the sapien 3 and commander delivery system per a CAPA. The content consists of instructions related to device preparation and minimizing the tension in the device, which may potentially lead to delivery system damage during use.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.